Manufacturer narrative:
Analysis reveals the reported event is a clear case of a known issue affecting 6th generation touchscreens (non-responsive/slow-reacting) with partially driven lines in which the root cause has been traced to the soldering process of the chip carrier to the touch controller board (head-in-pillow effect). The customer has been requested to update the software to v6.0.1200.0. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56.

Event description:
The customer reported unresponsive touchscreen with the bellavista 1000e during invasive psv mode (pressure support). The patient was disconnected and provided manual ventilation until complete transfer to a backup ventilator. However, no harm is associated with the event, and the patient remained stable throughout.